Manufacturer narrative:
The reported event that a stryker compression plate caused pain and a consequent revision surgery to insert a second plate could not be confirmed, since no evidences of this were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. Neither catalog number, nor lot, nor brand was communicated and therefore a labelling and design review could not be performed. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales rep was informed that a patient underwent a revision surgery today. The patient had in place an unknown plate, described as a 8 or 10 hole compression plate. The patient presented in pain and the surgeon decided that a revision was required to insert a second plate.